Manufacturer narrative:
The instrument was returned and evaluated. The complaint that the cable snapped is confirmed. One grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. A cable segment sticks out at wrist. Other cables at the wrist are not damaged. Additional finding: deep scratches are observed on the maintube. The distal end of main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis, suggesting the may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during a da vinci si surgical procedure that a cable snapped on a cadiere forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.